Event description:
Edwards received information through its implant patient registry (ipr) that a 19mm aortic pericardial valve was implanted. Ipr records listed a previously implanted 23mm aortic pericardial valve for this patient. Through investigation, it was learned the 23mm device had been explanted during a previous procedure. A different 23mm non-edwards bioprosthetic valve had been implanted on an unknown date. Implant durations for these valves remain unknown. Through follow up with the healthcare provider of record, it was learned the patient underwent a second sternotomy in 2011 for an ascending aorta replacement procedure and in 2012 was implanted with a pacemaker for atrial flutter. Attempts to retrieve further information regarding the explant of the 23mm edwards bioprosthetic aortic valve are in process. Reportedly, the patient was discharged following implant of the 19mm bioprosthetic valve.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release for distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information were unsuccessful. Without additional information or device return the clinical observation cannot be confirmed and root cause remains indeterminable.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device or additional information have been unsuccessful. If additional information is received a supplemental MDR will be submitted. Without device return or additional information the root cause of the event is indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.